Event description:
It was reported that the user experienced recurrent low glucose episodes, including a confirmed event with a blood glucose of 69 mg/dl lasting about five minutes, with nocturnal occurrence patterns and device low alerts active; user-treated with 4 ounces of orange juice and accepted troubleshooting and education. Symptoms included jitteriness. Outcomes included transient hypoglycemia without medical intervention, assistance from others, hospitalization, or long-term sequelae. Investigation included troubleshooting and education regarding low glucose management. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.